Event description:
Caller states during a correlation study, the following coaguchek s/coaguchek xs results were obtained: 2.5 inr/2.0 inr. 2.2 inr/1.7 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch is for suspect device in coaguchek s system.